Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site. The patient reported redness and purulent discharge coming from the site. As treatment, the patient was prescribed antibiotics by the healthcare provider (name of antibiotics not provided by patient).